Event description:
Edwards received notification that a 85-year-old patient with a 33mm edwards valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration for unknown reasons.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated: b5, b7, g3, h2, h6 (component code, clinical code, device code, investigation findings and investigation conclusions). H10: additional manufacturer narrative. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, patient factors such as rheumatic fever likely caused or contributed.

Event description:
Edwards received notification that this 85 years old patient with a 33mm magna valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and seven (7) months due to degeneration leading to stenosis. Patient presented with nyha ii (shortness of breath). A 29mm transcatheter valve was successfully implanted within the surgical valve. As reported patient was noted as to be discharged home.